Event description:
Dr (B)(6) is a pediatrician and (B)(6) asked him if he would circumcise (B)(6) and dr (B)(6) agreed when the child reached (B)(6). (B)(6) 2011, at 2pm, pediatrician used a plastibell to circumcise (B)(6) child. He came out into the waiting room a short time later and said, "there's been a 'minor complication' because he 'cut-off a little too much,'" and left. No other explanation. At 5:00pm, child went into surgery with another doctor who reattached the severed 1/3rd glans. Child and mother left on a helicopter from (B)(6) hospital where he underwent hyperbaric chamber treatments. On (B)(6), child was discharged and returned home. Child continues to have problems. Letter sent to dr (B)(6) on (B)(6) 2012, asking him what happened, and he refuses to explain. Mother filed a complaint with the (B)(6) medical board hoping to get some information but the board will not disclose what happened.

Event description:
Add'l info received from reporter on (B)(6) 2013. F/u to voluntary report no. Mw5031615: initial reporter was unable to provide any add'l info. Review of the instructions (910359 rev 09/09) for this device states that the use of a device that is too large "may cause overstretching of the foreskin and increase the possibility of edeme. Excessive tension created may cause ring to slide onto shaft of penis. "Too much foreskin may be removed using cell this size," review of complaint history revealed that there was no previous notification of this event, and no similar incidents have been reported for this product. The exact model number and lot number involved is unk.